Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient who performs therapy on a homechoice device, ¿coded¿. The cause of the event was not reported. The event occurred during an unknown process step. The patient was not connected during the time of the event it was not reported if the patient was hospitalized for the event. Treatment, patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. All connections were correct and secure, no evidence of moisture or pest infestation, and no internal part damage. Sample analysis was performed, including cycled power and the device powered up properly. Self-test and priming sequence were performed and there were no system errors. There was no device malfunction found that could have caused or contributed to the reported problem. A device history review revealed no issues that could have caused or contributed to the reported issue. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the patient¿s symptom; therefore, the homechoice pro is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.